Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting that the onyx procedure was completed. Additional treatment for aneurysm embolization was not completed and was scheduled for a later date. There was no report of any further adverse event related to the catheter piece remaining in the patient. This was confirmed with the physician.

Manufacturer narrative:
The marathon total length was measured to be ~172.4cm, the usable length was measured to be ~166.5cm which is within specification ( specification: 165.0cm ± 2.5cm), and the distal floppy segment was measured to be ~26.2cm which is not within specification (specification: 25.0cm +2.0cm -1. 0cm). Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. Onyx residue was found within the marathon distal tip lumen. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found ruptured at ~ 5.8cm from the distal tip. The marathon micro catheter was pressurized, and water did not exit the distal end. An in-house mandrel could not be inserted into the marathon hub and distal tip. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, pauses longer than two minutes or premature onyx solidification caused if micro catheter leur contacts any amount of saline, blood, or contrast. However, the cause for the rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a marathon catheter that ruptured. The patient was being treated for transarterial embolization of a dural arteriovenous fistula. Vessel tortuosity was normal. It was reported that the device was prepared and the procedure completed according to the manufacturer instructions for use (IFU). After priming of the catheter was completed per IFU, onyx injection began with an advancement rate of 0.25ml every 90 seconds. At the point about 0.3ml of onyx solution had been injected there was a slight backflow so injection was paused for 30 seconds, then continued injection. After 0.1ml more the injections was not advancing as expected so there was another 30 second pause. There was then some resistance but injection continued in order to create a plug. The marathon microcatheter then ruptured at the distal end after 0.35ml had been injected. Since it was less than 3 minutes from the start of the injection, it was considered that solidification of the onyx may have begun near the tip of the catheter however was still within the injection time for the procedure IFU. The patient's access blood vessel was thin but the catheter was not kinked and the resistance had not been significant to cause the burst catheter. Backflow during the procedure did not exceed 1cm. There was no confirmation whether or not any catheter piece remained in the patient. The ruptured catheter was withdraw from the patient. There was no reported harm or injury to the patient. Ancillary devices: onyx18 solution, non-medtronic sheath, guide catheter, and guidewire